Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's parent called in regards to no delivery alarms being received on the customer's insulin pump. When caller had tried to troubleshoot on his own, no insulin would come out when primed through the reservoir. Customer's blood glucose was 387 mg/dl. During troubleshooting, it was advised to remove the reservoir and disconnect and reconnect reservoir and infusion set. When customer pushed insulin through the tubing with a plunger, there was either greater than normal resistance or insulin would not exit. The caller was advised the alarm was caused by the set and reservoir connection and to replace both the infusion set and reservoir. It was stated the caller would use the insulin pump to treat customer's high blood glucose after inserting a new set and reservoir. The reservoir will not be returned for analysis at this time.